Manufacturer narrative:
The customer¿s report of the device not infusing medication was confirmed. The pcu event log shows that prior to the reported event date of (B)(6) 2016 the device was infusing fentanyl 2500mcg in 250ml at a rate of 10ml/hr. At 8:21 am on (B)(6) 2016 the device was channeled off and remained off for approximately 2 hours and 32 minutes. It cannot be determined if this was what the customer was referring to in the report that the device was not infusing medication, however this is the only time on (B)(6) 2016 that the device was not infusing. At 10:53 am the previous infusion was restored; the dose was changed to 50mcg/hr, which made the rate 5ml/hr. At 11:05 am the dose was changed to 25mcg/hr, which made the rate 2.5ml/hr. Beginning at 5:31 am on (B)(6) 2016 there were several door open and check IV set alarms. At 5:32 am the device was removed from the system. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported event was not identified.

Event description:
The customer reported that fentanyl 2500mcg/250ml was intended to infuse at 25mcg /hr however it was found that the pump was not infusing. There was no patient harm.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, sex, weight, describe event or problem, other relevant history.

Event description:
The customer reported that fentanyl(2500 mcg/250 ml) was intended to infuse as a primary at 25 mcg /hr would not infuse. The device was plugged into ac receptacle outlet there was no alarm¿s noted. The roller clamp was engaged and no delay option set. There was no report of patient harm.